Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 15, 2021 - january 19, 2021. H10: the device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the sample which suggested a leak occurred. The cause of the fluid inside the bag was due to the broken tubing (detached) at the junction of the white flow restrictor. Further inspection revealed that the portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the broken tubing that resulted in a leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This was discovered prior to patient use. The device was filled with benzylpenicillin 14400mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.